Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical services and they were hospitalized for ten days for high blood glucose on (B)(6) 2021. The customer stated they had bad episode with hyperglycemia and insulin pump kept on testing, they changed infusion set but insulin pump did not work. The customer was treated with manual injection at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. The customer¿s last blood glucose reading was 114 mg/dl. The insulin pump will not be returned for analysis.